Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03137. It was reported that both burr's became stuck in the lesion and detached. Vascular access was obtained via right radial artery. The 15mm x 2.75mm, 80% restenosed, eccentric target lesion was located in the severely calcified left circumflex artery. Two 1.25mm rotalink burr were selected for use. Rotaglide was connected to the first burr and was running when the device was tested and rotational speed was set outside patient¿s body. The rotawire and burr were completely inserted into the vessel and ablation was performed at the target lesion and was initially doing well. However, the burr became stuck in the lesion. Upon retracting the burr, it loosened itself completely from the system and disconnected from the plastic sleeve. The burr was removed from the patient on the rotawire, as the burr does not go over the tip of the wire, due to the diameter. Another burr of the same size was opened and the same issue occurred. The procedure was aborted. No further patient complications were reported and patient¿s status was stable.